Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath was returned and analyzed. Visual inspection of the handle area was performed. The handle and side port were intact with no apparent issue. Visual inspection of the shaft area was performed. The inspection identified a kink at 1.23 inches proximal to the tip. The steering mechanism and deflection test were performed. No anomaly was discovered. In conclusion, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the sheath was taken out of the box, the physician reported that the tip of the sheath was bent. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.